Manufacturer narrative:
(B)(4). Manufacturer technical support guided the user facility¿s biomedical engineer (biomed) to change the alarm level settings in the system-1 configuration screen. Per the biomed on (B)(6) 2015, he stated that he found that the configuration was set incorrectly. The biomed corrected it in the operating room (o/r) and system has been working correctly. The device will not be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level module was disconnected. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.